Manufacturer narrative:
At the time of this report, the item has not been returned to the MFR.

Event description:
Event description: (B)(6) patient taken to surgery for revision of the head of a proximal humeral component with repair of fractures of greater and lesser tuberosities. Patient has been suffering from fractured and dislocated proximal humerus. Upon using the brasseler 55mm round steel bur to drill into the patient's humerus, the bur tip (approx 1.8mm in size) broke off in the patient's bone and was determined to be unretrievable. Surgeon did attempt to remove the tip but was unsuccessful. Surgeon made the decision to leave the tip in the bone and proceed with completing the case. Bur was removed from surgical field and sequestered for risk management. Procedure was finished and patient was sent to pacu for recovery. Surgeon to address the retained tip with the patient after she has recovered from her procedure.